Event description:
This device was explanted and replaced due to no sensing and no capture. There are no adverse events reported for this patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal part was received. It is reasonable to assume that the lead was dissected in the course of the explantation surgery. Due to the damages of the fragmentation, an electrical inspection of the lead was not properly feasible. The dc resistance of the electrode fragment was measured instead and did not show any peculiarities. Visual inspection showed cuttings in the insulation. Blood penetrated the lead in these areas. In addition deformations of the conductor coil were found. These damages most likely caused by the explantation procedure. Further inspection demonstrated that the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.